Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump had shut off at some point, prompting the patient to restart it. Upon arrival at the clinic, the pump had been functioning properly and infusing at the correct rate. The patient had been uncertain about how long the pump had been off, but based on the administered volume of 209 ml, it had been approximated that about 41 ml remained, with the infusion expected to end around 8 pm on (B)(6) 2025. Upon reviewing the pump settings, a discrepancy had been noted, as the pump had displayed 193.2 ml remaining. Since it had been unclear which value¿either the amount infused or the amount remaining had been correct, no adjustments had been made. On (B)(6) 2025, the patient had returned to the clinic around 8:30 am, at which point the pump had still been infusing, but no medication had been present in the cartridge. The reservoir volume had still indicated 92 ml remaining, with 310.2 ml infused. The site reported that the pump could have been infusing air, it had been disconnected, and aspiration had been performed using an empty syringe. A total of 0.7 ml of air had been extracted, followed by blood return. The bag inside the cartridge had been air-tight and dry, leading to the belief that the pump had been revving without actually infusing, not even air. The event occurred while in use with a patient, and there were unknown signs or symptoms experienced.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.